Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 4968-60 lead implanted: (B)(6) 2013; dtba1d1 ICD implanted: (B)(6) 2016; 694765 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post ventricular assist device (vad) implant, a patient had low flows. A transthoracic echocardiogram (tte) was performed and a muscle band was visualized over the inflow cannula with possible obstruction. The patient returned to the operating room (or) two days later for a left vad revision and left ventricular (lv) myectomy. The low flow waveforms normalized. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 9 low flow alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula or the outflow graft, poor vad filling, inappropriate pump rotational speed, incorrect placement of the pump during implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.